Event description:
A nurse reported that the haptic of the intraocular lens (iol) bent during insertion and would not realign once it was positioned in the eye. The incision was enlarged to allow removal of the iol.